Event description:
A customer reported receiving a reading of 162 mg/dl on her freestyle flash blood glucose meter, taking 32 units of lantus and having her blood glucose drop to 38 mg/dl in less than an hour. The customer also reported feeling dizzy, weak, sweaty, having erratic heart rate and losing consciousness. The paramedics were called and transported her to the medical center, where she was diagnosed and treated for severe hypoglycemia with continued glucose infusion. Additionally, the customer reported drinking orange juice and other sugar products to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned her meter. Device evaluation on the returned meter did not confirm the reading high complaint and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.